Event description:
It was reported that the patient experienced recurring incontinence due to atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing 4.5 cm cuff was removed and a new 4.0 cm cuff was implanted. There were no device malfunctions associated with the explanted device. The physician did not believe the original cuff was of an incorrect size or implanted in an incorrect position. The patient did not have a history of radiation therapy. The patient fully recovered following the procedure.